Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with correction to g3 and update to h3, h6 coding. Correction to the g3 of the initial medwatch. The aware date should be 02/08/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, there was no deviation from IFU in reprocessing steps on the location with foreign material. Therefore, the cause of the material remaining in the device could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: the event can be detected/prevented by following the instructions for use (IFU)which states: IFU states the detection method in sif-q180 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The user facility returned a evis exera ii small intestinal videoscope to the service center. During inspection of the returned device, the nozzle had foreign objects. The customer did not report any patient user injury or harm reported to olympus.